Manufacturer narrative:
On 10-aug-2021, mentor received additional information regarding the procedure. The patient underwent primary breast augmentation with the suspected medical devices. On 18-aug-2021, mentor received additional information regarding the implantation date. Initially, the date of implantation was estimated as 1-jan-2002. However, additional information revealed that the actual date of implantation was 10-jun-2002. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: miscarriage, rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5101174 that a caucasian female patient underwent a breast augmentation with two unspecified mentor gel breast implants and experienced bilateral rupture and complication of pregnancy postoperatively. The patient stated that she experienced bilateral rupture and miscarriage sometime in 2011. As a result, the patient underwent bilateral removal and replacement with two 550cc mentor smooth round moderate plus profile prostheses (catalog #:3502550, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2011. The event date was estimated as (B)(6) 2011 based on available information. This report is for the right-sided prosthesis.